Event description:
Boston scientific crm received info that this lead experienced some undersensing in the atrium and the settings were optimized which seemed to alleviate the issue. The next f/u appt showed that sensing was down, thresholds had risen and dislodgement was suspected. A revision procedure has been scheduled. At this time, the product remains in service. If add'l info becomes available, this event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.